Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right ventricular lead noise was observed. The lead was capped and replaced. The patient is stable.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2019 due to lead oversensing.